Event description:
It was reported that during a laparoscopic distal gastrectomy procedure, the hand activation of the harmonic handpiece was not working. There were no adverse consequences to the pt. Three devices will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The hand piece was tested on a generator and no hand activation was functional. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.